Manufacturer narrative:
Additional information : one (1) actual device and one (1) companion device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test including pressure and clear passage under water tests were performed which revealed bubbles coming out from the check valve of the actual device; no issues noted with the companion sample. The reported condition was verified on the actual sample. The cause of the condition was related to the material during the manufacturing process. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo IV (intravenous) solution set was leaking from "valve #5". This was identified after priming the set with normal saline. There was no patient involvement. No additional information is available.